Event description:
It was reported that the lead impedance dropped and noise was exhibited. The lead was scheduled for replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.